Manufacturer narrative:
The permanent cautery spatula instrument involved in this complaint has not been received for analysis therefore the root cause of the reported customer issue has not been determined. If the instrument is returned and tested, and/or if additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery hook (part# 420184-11/ lot-sequence# n10161128- 064) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2022 during a salpingo-oophorectomy procedure performed by via system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument's black conductor wire was damaged, with no details as to how it was damaged. A conductor wire that is damaged or broken conductor has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken black wire. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has attempted to contact the customer to request additional information related to the event. However, as of the date of this report, no further details have been obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the instrument evaluation. During visual inspection the instrument was found to have damage to the conductor wire¿s insulation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The settings used on the generator was 60 for coagulation. The instrument released energy on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing the conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. An electric continuity test was performed and passed. Root cause is attributed to the component failure. Updated fields: additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10.